Event description:
It was reported that the patient went to the emergency room (ER) due to a lead warning. Interrogation revealed that the right ventricular (rv) lead showed a gradual decrease of pacing impedance from greater than 500 ohms to 200 ohms and rv threshold trends showing a gradual decrease and gradual increase. Sensitivity and outputs were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the right ventricular (rv) lead experienced high thresholds and low pacing impedance. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).